Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the ez io needles separated prior to being inserted into the patient. When the paramedics removed the needle cap the hub came off of the stylet.